Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment. The leak was visually observed on the outside of the dialyzer housing and in the hansen blue line. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully.